Manufacturer narrative:
Additional information: d2a, d2b, d9, g3, h2, h3, h6. One unpackaged ar-1317ft-1, batch 15296229, was received for investigation. Upon evaluation, the device's tip was damaged. Additionally, the suture assembly was returned torn/damaged. Functional testing could not be performed due to the damage to the device. The most likely cause of the reported failure is user error, such as misaligned insertion and/or prying/leveraging the device during use. Refer to investigation photos. The complaint allegation is confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff surgery the anchor did not hold. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.